Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer had two bent cannulas, but never received a no delivery alarm. Nothing further was reported.